Event description:
It was reported through a general comment that the hubs of the nc trek balloon dilatation catheter and the xience skypoint stent printed information is difficult to see. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. B3: date of event estimated to 10/10/2024. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported complaint appears to be related to operational context as the account reported through a general comment that the hubs of the nc trek balloon dilatation catheter (bdc) and the xience skypoint stent printed information is difficult to see. There was no indication of incorrect information on the device, no adverse event or a specific device failure was reported. This event is to capture a general suggestion / product feedback from the physician. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.